Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump would shut off, had scratches on the screen, and buttons were sticking. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. Device received with minor scratched lcd window. (B)(4).